Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 30161 was returned and analyzed. Visual inspection of the shaft segment showed a fold/pinched approximately 3 and 3.5 inches from the tip. The catheter smart chip data was reviewed. Data indicated the catheter was used for 21 applications. However, the catheter usage date recorded on the smart chip did not correspond to the event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. A mapping catheter was inserted into the balloon catheter and retracted several times without any issue. No anomalies were identified on the bonding of the luer and guide wire lumen and no blockage was observed along the path. Pressure testing and inspection was performed on the sub-components of the balloon, handle, and shaft segments. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient's left atrium was small and their right inferior pulmonary vein (ripv) was relatively thin, preventing the mapping catheter from entering the ripv. As a result, the balloon catheter was unable to occlude the pulmonary vein. The case was switched to and completed with radiofrequency. No patient complications have been reported as a result of this event.